Event description:
Customer reported via phone, there were times where customer would realize he had set the insulin pump to administer too much insulin and he would stop the delivery of insulin. Customer last blood glucose was 107 mg/dl. Customer indicated there was no serious injury or hospitalization. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.